Manufacturer narrative:
Based on information obtained, decision is not reportable at this time. Surgical intervention was not performed on the leads. This device no longer meets reportability criteria.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13824. Related manufacturer reference number: 3006705815-2021-02209. It was reported that the patient no longer desired therapy for an unknown reason. As a result, surgical intervention is anticipated.